Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of low flow and cassette malfunction could not be reproduced. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump lose pressure or flow, fluctuate, or become intermittent. All functions perform as expected. Pressure and flow readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl reconstruction the cassette did not engaged into the equipment, therefore it was not giving adequate water flow to the arthroscope, as a result of this there was a delayed by at least 30 minutes. The cartridge constantly had to be pushed back in, so there was inadequate visualization inside the knee. No patient injury reported. Back-up device was not available.